Event description:
Following a catheterization procedure, an angio-seal device was placed in a pt's groin. Several days later the pt presented with distal paresthesia, an ultrasound was performed and an occlusion identified. The pt was readmitted and taken to surgery where the device was surgically removed. F/u on 5/27/98 confirmed that the pt is without further sequelae.